Manufacturer narrative:
Additional unit involved in incident,catalog no. Serial no. Mfg. Date10-1398m (B)(4) 07/21/2009it has been identified that some sterile implantable stimulators were distributed with an eo indicator color in a less common green then expected. An investigation was conducted and it was confirmed that the devices with the eo indicator in a less common green color complied with sterilization requirements. Additionally, our manufacturing records indicate that the referenced devices complied with the sterilization requirements prior to release for distribution. Device from same lot evaluated.

Event description:
It was reported that during the procedure, the color of the eo indicator strip was questioned. The packaging indicated that the strip would be green after processing, but, per the circulating nurse and others in the area, the strip appeared brown. The corporate office was contacted and it was confirmed that the strip was red to start and turned a muddy green. The surgeon decided to end the procedure and the unit was not implanted. Patient outcome: unit was not implanted. No adverse effect reported as a result of this event.